Event description:
On (B)(6) 2012, it was reported that the pt's infusion device shut off, without first displaying an alarm or error message, when the pt was tapping the device in an attempt to remove air bubbles from the insulin cartridge. The pt replaced the battery and battery cover, but the infusion device again shut down without and alarm or error message. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.